Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. What procedure was the device used in? Laparoscopic anterior resection. What were the indications for surgery? Symptomatic/recurrent diverticulitis. Who fired the device and what is his/her experience? Another general surgeon ¿ has + experience. When was the safety released? After it was closed and green section was seen; before firing. Where within the green range was the device fired? Mid- green. Were the donuts inspected? If so, please describe. Yes ¿ completely open, staples had not closed properly and entire staple line was open. Was the washer inspected? If so, please describe. Yes; appeared normal. What was the appearance of the staples circumferentially? Opened. Please explain ¿missed a portion of the circle¿. The entire circle was opened. What is the current patient status? We had to convert to open; thankfully, the leak test was negative, but we did a loop ileostomy to protect it given the circumstances. Patient did well post-op after all this.

Event description:
It was reported that during an unknown procedure, the device misfired. Staple missed a portion of the circle; staple went in straight and did not close. Left a hole in anastomosis. Procedure went from laparoscopy to laparotomy to over-sew by hand.

Manufacturer narrative:
(B)(4) batch # m5582z. Expiration date: 08/10/2020. Manufacture date: 09/10/2015. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.